Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis reviewed logs but provided insufficient information to determine root cause of the reported behavior. The behavior described sounded like a broken emitter, and indicated that the system functions normally after replacing emitter. Suspect intermittent hardware failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735521, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment and the emitter was replaced. A system checkout was then performed and the system was working as intended. The emitter (lot# 603001390) was returned for analysis. Analysis found that the reported problem could not be duplicated. The side emitter was connected to a test system and the side emitter functioned normally without failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a fess procedure when booting up the system the clinical specialist (cs) was getting a localizer faulted error. Rebooting did not resolve issue. Reseating cables didn't resolve anything. Breakout box looked fine, lights were working properly. Under tracking details localizer was still faulted. Confirmed that the emitter initializes and turns green and after a few seconds in then faults. This can be replicated on the system. Navigation was aborted. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.